Event description:
A customer reported experiencing multiple intermittent occlusion alarms. There was no adverse impact on the customer's blood glucose level, which remained normal. To address the issue, customer service and clinical support recommended proceeding with a pump replacement and instructed the customer to continue using the current pump or mdi as a backup plan while awaiting the replacement.